Manufacturer narrative:
The user facility did not specify a serial number for the scope referenced in this event. It is unknown if the device was returned to olympus for evaluation. Olympus followed up with the facility via telephone and in writing regarding the reported event and was informed that there was no record found for the mentioned patient. The cause of the reported event could not be determined.

Event description:
Olympus received a legal document on january 03, 2017 which alleges that a patient developed a lethal drug resistant bacterial infection and expired after undergoing multiple procedures using a duodenovideoscope at (B)(6) medical center in (B)(6) 2014. The legal document provides two dates of death for patient (B)(6) 2014, it is not clear which is correct. The legal document also alleges that the duodenovideoscope was reprocessed using a custom ultrasonics system aer.